Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported the patient was experiencing no audio output. However, after further investigation this is a non-complaint due to being created in error per technical support. The report bears no information to be deemed a complaint as the audio functioned as designed making this a non-reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.